Event description:
It was reported by service report that the footboard was not seated on the connector so the footboard was not getting power. No adverse consequences have been reported.

Manufacturer narrative:
Result: foot board was not seated on the connector. Foot board reseated and functions to specification.